Event description:
Healthcare professional reported 5 months after injection in malar fat pads, nasolabial folds, melomental folds, and lips with juvederm voluma with lidocaine and concomitant juvederm voluma, the pt developed a "1 inch firm nodule to left mmf, right mmf nodule, and right malar nodule". The pt was treated with prednisone, biaxin vitrase, kenalog, and ice. Symptoms resolved within four months.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional ino is available at this time. The events of firm nodule and delayed inflammatory reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient was given a "topical 30% lidocaine in plasticized base" and hibiclens scrub just prior to injection in addition to mixing the filler with "lidocaine with epinephrine" before injection.

Manufacturer narrative:
The events of nodule/granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information information received from article "delayed-onset nodules secondary to a smooth cohesive 20 mg/ml hyaluronic acid filler: cause and management," published 07/08/2015 authors noted the delayed inflammatory reaction was noted as a "nodule/granuloma", but no biopsy was performed to confirm the diagnosis of granuloma.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.